Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set had flow issues during infusion. The reporter stated that the set "chokes" the fluid flow, preventing fluid flow and making the flow imprecise and sometimes impossible. There was no report of patient injury or medical intervention associated with this event. No additional information is available.